Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, into a heavily calcified tri-leaflet valve with an annular measurement of 24 mm, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 20 mm non-medtronic balloon. The valve was loaded and screened successfully. A crowding was noted at node 3-3.5 on the fluoroscopy check. The target implant depth was 1 - 3 mm. The cuspal overlap technique was used. An attempt was made to align the commissures. Upon deploying the valve, an infold was noted. The valve was recaptured and removed from the patient. A different valve was loaded into another system. The loading was screened successfully. The valve appeared slightly constrained on final release. Subsequently, a post-implant bav was performed with a 22mm non-medtronic balloon. The outcome was successful with mild paravalvular leak (pvl) reported on the final fluoroscopy. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: the suspect complaint product was received at medtronic¿s quality laboratory inside a heart valve return kit, in its original jar submerged in clear solution. Visual analysis showed the valve discolored with evidence of blood contact with the frame in a partially crimped state. All leaflets were flexible. All leaflets exhibited signs of creasing, conditions attributed to crimping and recapturing. Leaflets 1 (l1) and 2 (l2) were in the closed position while leaflet 3 (l3) was partially open. All commissures were intact. The valve was submerged in warm saline to reset the frame from any prior compressed condition. The valve was then placed in a cold saline bath to perform loading simulation per appropriate instructions for use (IFU). Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no anomalies were noted. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. To simulate the event, the valve was deployed in a warm saline bath by rotating the deployment knob exposing the valve. The valve continued to be deployed up to the point of no recapture; no anomalies such as infolding were noted. The valve was then fully deployed and appeared to exhibit a complete dilation; no anomalies were noted. Image review: submitted video of the fluoroscopic load inspection confirms crowding (crown overlap) just short of the 4th node of the inflow. Cine video shows a valve deployed to just less than 80% with noted constraint of the valve frame beginning at the inflow and extending up into the sinus of valsalva. With the constraint of the valve that had been deployed to just short of 80% there was also an infold seen (depicted by a dark line) in the valve frame through the mid sinus of valsalva of the native anatomy. No additional cine video images were provided showing the recapture and removal of the device after the infold was noted. No video images were provided that showed pre and post implant balloon dilation or final implant performance or depths. A couple of computed tomography (CT) images and video loop were provided to confirm a heavily calcified tri-leaflet aortic valve. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. During analysis, the valve was able to be deployed without issues. The nitinol frame features a latticed strut design which allows the valve to be compressed and loaded into the delivery catheter system (dcs). During either the loading or recapture process, the struts may cross over and catch on each other while being compressed, which in some cases potentially can cause infolding. The patient anatomy (leaflet calcium) may have contributed to the infolding. There was no information to suggest a device quality deficiency related to this event. This event does not indicate device misuse. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.